Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 30-sept-2019 with the following findings: the keypad was found to be peeling from the base. No other damage noted to the keypad. During testing, all of the keypad buttons were found to respond appropriately. The keypad cover was opened and there was evidence of contamination found under all the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under all key contacts. This report is made based on results of investigation completed on 30-se[t-2019. There was no indication that the product caused or contributed to an adverse event.